Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, the helix of this right ventricular (rv) lead would not extend out properly after 30 turns. The helix was eventually able to extend and during positioning, the rv lead exhibited high pacing threshold measurements. The physician then attempted to retract the helix and was unable to do so properly after 50 turns. Finally, the helix retracted and the rv lead was removed and replaced and was never in service. No adverse patient effects were reported.